Manufacturer narrative:
Results: both pusher assemblies still have the coil attached to the distal detachment tip (ddt), and the pull wires are still in the capture features. These observations are consistent with an undetached coil. The pet lock on the proximal end of both pusher assemblies is missing. Additionally, both hypotubes are broken, and the pull wires are not visible on the proximal end of the pusher assemblies. Blood is dried and stuck in the ddt of this pusher. Conclusion: the complaint has been evaluated. The complaint states that the physician had trouble detaching two coils, and both coils were returned still attached to the pushers. These pushers are damaged on the proximal end of the hypotubes. The handle involved in this complaint was tested and actuated correctly, passing for both throw distance and pull force. The pull wire was shown to have no excess friction in it up until the very distal tip because an artifact of dried blood made further testing impossible since the pull wire in both pushers appears to be functioning correctly, failure of the coils to detach was likely due to patient anatomy. If a patient has excessively tortuous vessels, forward tension can build in the system and prevent coils from detaching. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00254 and 3005168196-2013-00255.

Event description:
Physician was not able to detach two coils. He tried with another detachment handle without success. Both coils were retrieved form patient.

Manufacturer narrative:
Conclusion: results of investigation are still pending. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with mdrs 3005168196-2013-00254 and 3005168196-2013-00255.